Event description:
New information received on july 4, 2018 indicates that the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The patient had also received a patient notifier alert. Upon review, the implantable cardioverter defibrillator exhibited a charge time-out alert. The patient was brought into clinic and capacitor maintenance was performed with normal charging time. The patient was stable.

Manufacturer narrative:
The reported event of a charge timeout was confirmed. The device was received above the elective replacement indicator. The cause of the event was consistent with capacitor deformation.